Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the keypad on the customer's insulin pump was unresponsive. The patient's blood glucose at the time of incident was 94 mg/dl. Troubleshooting was initiated and the customer confirmed that the insulin pump was bumped. The customer replaced the batteries but the keypad issue persisted. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.